Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 340 mg/dl. The customer alleged that the pump was not administering insulin properly, and reportedly tapped on the pump in order to make the pump deliver insulin. Multiple contact attempts were made by tandem technical support to perform troubleshooting; however, the customer did not respond.